Event description:
It was reported that the device presented an alert for possible output circuit damage. Hlvi lead impedance was measured less than 20 ohms. The pacing impedances were also on a downward trend. Noise was observed on the EKG. The ICD was replaced and lead was capped.

Manufacturer narrative:
The field experience of output anomaly was verified in the laboratory. The device's high voltage circuitry was damaged. It is believed the damage was caused by a damaged lead.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the blade broke off of device. The sales rep. Stated that several unknown error codes occurred and when the device was being tested outside of the patient, the blade fell off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Na